Event description:
Prior to this incident, the pt was being bathed and turned on her left side with normal blood flows 2.5, 2.6 and 1880 rpm and stable hemodynamics. The pt was turned back to a supine position and the medtronic pump alarmed indicating a "low flow alarm." At that point, there was no flow (attempting to flow from 0, 0.4): the rpms were adjusted, increased and decreased, without any blood flow changes. Ater these actions there was still no forward flow. The ventilator settings were adjusted, nursing and physician interventions ensued. I called the perfusion work room for assistance and worked to replace the pump and/or circuit. The circuit was replaced with a cardiohelp device ((B)(4)) at 1539. Dates of use: (B)(6) 2013 - (B)(6) 2013. Reason for use: ECMO.